Event description:
Rptr had spinal surgery where the dr put in pedicle screws and plates in his lower back. He has severe nerve damage with shrinking of his left leg and severe pain. The dr said this system was approved by FDA. He found out it is not.